Event description:
Defibrillators failed daily qc in several areas of hospital. Clinical engineering aware. Found to be the ac power adapter that charges the batteries on the stryker lifepak 15e defibrillator is not working. Stryker has discontinued the manufacturing of the device and are now manufacturing a new device.